Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) recommended further testing of the lead. Therefore, a vector breakdown was performed. It was concluded that the lead was fracture. No adverse patient effects were reported. This rv lead remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).